Event description:
It was reported that that this patient presented to the emergency room (ER) for syncope during a ventricular episode. Technical services (ts) analyzed device episode data of this cardiac resynchronization therapy defibrillator (crt-d) and found that there was a delay in therapy for ventricular tachycardia (vt). The rhythm was falling below the therapy zone. It was noted that the health care professional (hcp) did not want troubleshooting. No additional adverse patient effects were reported. Currently, this crt-d remains in service.